Event description:
It was reported that the patient experienced an ¿overstimulation sensation when he was around a magnetic game.¿ it was noted that the patient had a scram alcohol body monitoring system for 9 months. It was noted that the patient had not noticed any interaction between the monitoring system and his device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead. (B)(4).